Event description:
Reporter alleged obtaining discrepant back-to-back blood glucose values of 384, 188 and 130 mg/dl when all testing was performed within 10 minutes on the advantage system. No actions were taken or treatment was received. A request was made for the return of the suspect device and replacement product was sent.